Manufacturer narrative:
Return of product has been requested. Product not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Heads fell off in mouth / have fallen apart in mouth [device breakage]. No adverse event [no adverse event]. Case description: a (B)(6) female consumer reported that she had purchased several packages of oral-b precision clean brushheads to use with an oral-b rechargeable toothbrush, version unknown. She noted that with the first package of brushheads, two of the heads fell off in her mouth. In a different package, three of the heads had fallen apart in her mouth. Each time, the brushhead had been in use for less than two weeks. She had been using her oral-b toothbrush for years and had never had a problem before. No symptoms developed.